Event description:
It was reported that the patient presented appearing unwell. The left ventricular lead had become dislodged. The lead was explanted and replaced. The patient was doing ok post procedure.

Manufacturer narrative:
(B)(4).